Event description:
It was reported that while in the cath lab the intra-aortic balloon (iab) was prepped and inserted through a sheath into the pt. "Suddenly" the pump alarmed "blood in tubing" and the pump (iap-0500d (B) (4)) stopped automatically. The clinician restarted the pump and a lot of blood was seen in the helium line and also in the cold trap. The iab was removed immediately. The md inserted another iab and used another pump without incident. Additional information received on 5/3/2010 from the sales representative stated the iab was prepped per instruction and the clinician used a different insertion site with the second iab.

Manufacturer narrative:
(B) (4). Follow-up report will be filed if additional information becomes available.